Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 8 atms on the second inflation. The initial inflation was also to 8 atms. The lesion being treated was a calcified and 99% stenotic lesion in the mid lad. A terumo introducer sheath, a mach1 guide catheter, and a bmw guide wire were also used in the procedure. No patient injuries or complications were reported. Patient status is listed as "good."